Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose was 4.0 and lab 14.6mmol/l within a few minutes, with a difference of 73%. Pt did not experience any adverse events. No further info has been reported.